Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 80% stenosed, concentric, de novo target lesion containing <=45 degrees bend was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The physician implanted a 2.75x38mm synergy drug eluting stent (des) in the mid lad. A 3.50 x 20 synergy ii drug-eluting stent was then advanced to proximal lad planning to overlap with the mid lad stent. However, the 3.50 x 20 synergy ii stent was unable to pass the mid lad stent despite several attempts. Upon withdrawal outside the patient, it was noted that the distal part of the 3.50 x 20 stent was damaged likely because it got caught on the previously implanted stent in the mid lad. The procedure was completed with implantation of another 3.5 x 24mm synergy stent. There were no complications reported and the patient is stable.